Event description:
The physician attempted to advance an endeavor resolute drug eluting stent to lesion. The stent couldn't pass the lesion due to severe calcification and vessel tortuosity; on return to manufacturing facility damage was noted to the stent. No clinical sequelae were reported. Product analysis: a number of struts on the 6th and 7th proximal stent segments were deformed and overlapping. A number of struts on the 13th proximal stent segment were raised and deformed. Please note that this device (B)(4) is distributed outside the united states: however , it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent), patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).